Event description:
Customer reported system x-ray control panel had no display. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5v power supply. System operates as intended.